Event description:
It was reported that insulin dispensed during the load cartridge step. The pt reported that he received several losses of prime warnings, he disconnected and primed, and he immediately received another loss of prime warning. The pt stated that he remained disconnected and replaced the cartridge and infusion set. He said he then completed the rewind step and during load step, all of the insulin was pushed out of cartridge.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.